Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. The 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). Machine functional checks were performed. No system issues were identified during the on-site evaluation. Functional testing performed by the res confirmed that the unit was operating properly. No malfunction of the 2008t hd machine observed or identified during the on-site evaluation. The 2008t hd machine was returned to service at the user facility without a recurrence of the issue as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The investigation was not able to identify any device issues that could be associated with the reported event. The evaluation of the complaint device confirmed that the 2008t hd machine functioned fully as designed and met specification.

Manufacturer narrative:
(B)(4). No parts were returned to the manufacturer for physical evaluation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: the patient medical records were provided by the facility on may 17, 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. Based on the patient medical records, a (B)(6), male, end stage renal disease (esrd) patient was undergoing a routine hemodialysis (hd) treatment on (B)(6) 2016, when the patient's venous needle unexpectedly dislodged. The treatment was discontinued at the time of the event. The patient's estimated blood loss (ebl) was reported as being between approximately 500-1000 ml. The patient was a and o during the event. Patient received a 700ml bolus of normal saline (ns) with rinse back and 50 grams of albumin during the event. The medical records received contained hd treatment records for (B)(6) 2016, but did not contain a hd treatment record for (B)(6) 2016, the date of the event. The in-patient hospital notes included ¿significant event¿ documentation completed by the hd nurse for the blood loss; and a progress note dated (B)(6) 2016 from the nephrology md. Additionally, a progress note was included for trauma intensive care service dated (B)(6) 2016 which relates to the patients¿ principal problem of calciphylaxis, but was unrelated to the (B)(6) incident. The medical records did not contain any additional documentation related to the event. No in-patient md orders or progress notes. No nurses progress notes nor medication administration records. Additionally, no laboratory data or related test results were included. The 2008t hemodialysis operator¿s manual p/n 490122 rev n contains the following warning on pg. 103. ¿warning! The low venous pressure alarm may not occur with every disconnection or needle dislodgement. Check all bloodlines for leaks after the treatment has started. Keep access sites uncovered and monitored. Improper bloodline connections or needle dislodgements can result in excessive blood loss, serious injury, and death. Machine alarms may not occur in every blood loss situation.¿ the medical record clearly revealed the blood loss was a direct result of the patients¿ dialysis venous access needle becoming dislodged. The bloodline is connected to the cannula of the venous needle. The bloodline venous needle with cannula are manufactured by another manufacturer. The fresenius field service technician performed a hd machine evaluation, which included verifying the audible and visual alarms for the arterial pressure, venous pressure, and the dialysate pressure. This testing ensured the simulated alarms were both visible and audible. The functional testing also confirmed the blood pump stopped and the venous line clamped closed during these alarms. The machine is back in service without issue. The medical records do not indicate there was a causal relationship between the 2008t hemodialysis (hd) machine and the dislodgement of the venous needle resulting in the acute hemorrhage and ensuing anemia requiring a blood transfusion.

Event description:
A nurse at a user facility reported that an end stage renal disease (esrd) patient on chronic hemodialysis (hd) experienced blood loss during their treatment. The patient was undergoing a typical hd treatment when the venous needle became dislodged. At 10:33 am, approximately 2 hours and 10 minutes into a 3 hour treatment, the venous needle fell out of the patient. The patient¿s estimated blood loss (ebl) was noted as being approximately 500-1000ml. The blood pump was stopped and the bleeding was addressed. At the time of the event, the patient's blood pressure was 86/22 and heart rate was 113. A 700cc bolus of normal saline (ns) was administered with rinse back. At 10:45, 50g of albumin was administered. Telemetry and oxygen monitor were placed on the patient and 4l of nc was administered for comfort. The patient received 2 units of packed red blood cells. Follow-up information was provided by the nurse who clarified the event stating that the patient's fistula needle dislodged with approximately 25 mins left in treatment and resulted in at least 500ml of blood loss. The machine did not alarm. No adverse symptoms were exhibited and the patient was stable. However, the patient required a blood transfusion of 2 units. Additionally, she indicated that the dislodgement likely occurred due to the tape and short length between the fistula line and the machine. The patient was on a wider than normal bed. The patient has recovered from this event and was scheduled to begin receiving their routine hd treatments. The 2008t hemodialysis (hd) machine was pulled from service following this event. On may 9, 2016, a fresenius regional equipment specialist (res) performed an on-site evaluation of the unit following this event. Functional testing performed by the res confirmed the unit was operating properly. The unit has been returned to service at the user facility without issue.